Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, positioning difficulties were encountered as the lead moved itself several times when the doctor was turning the proximal end to retract the helix, which led to difficulties when mapping for optimal p-wave values. As a result, the lead had to be repositioned several times and at the last attempt, the helix would not retract anymore. Consequently, a different lead was used and similar placement difficulties were observed but this time, optimal electrical measurements were identified and the physician was able to implant the lead successfully. No adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and deformed, and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, positioning difficulties were encountered as the lead moved itself several times when the doctor was turning the proximal end to retract the helix, which led to difficulties when mapping for optimal p-wave values. As a result, the lead had to be repositioned several times and at the last attempt, the helix would not retract anymore. Consequently, a different lead was used and similar placement difficulties were observed but this time, optimal electrical measurements were identified and the physician was able to implant the lead successfully. No adverse patient effects were reported. The product was received for analysis.